Event description:
Customer reportedly received the following results on nano meter, within 10 minutes: 360 mg/dl and 142 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent